Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the batteries and battery charge. Unit operates as intended.

Event description:
It was reported that the 9800 collimated down during a case. The sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.